Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the patient awoke with a blood glucose of 272 mg/dl; no insulin leakage was observed at the cartridge connector or infusion site, and the agent instructed disconnection, tubing replacement, fill tubing, and insertion of a new contact detach 23", 6 mm site, after which the blood glucose began to decrease. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no hospitalization, no professional medical intervention, no alarms, use of cgm g7, ketone testing without large ketones, and no back-up therapy. Investigation included troubleshooting and education with verification of infusion set deployment and site replacement. Investigation of this case revealed that the needle guard had not been removed during the prior supply change, consistent with an infusion set deployed incorrectly, which impeded insulin delivery and led to hyperglycemia. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.